Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter deflated on it's own. The foley fell out when the patient got up to go to the bathroom doing pericare.

Event description:
It was reported that the foley catheter deflated on its own. The foley fell out when the patient got up to go to the bathroom during pericare.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be 'poor connection to the inflation valve and cap. Torn funnel¿ with a potential root cause of ' funnel thickness incorrectly sized at build-up or finish dipping operations. Machine misalignment during valve/cap assembly.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned